Manufacturer narrative:
On january 13, 2022, mentor became aware that the patient experienced a second event on each side as follows with the replacement devices: adverse event: wrinkling, (right side, implant serial number: (B)(6). Date of implant: (B)(6) 2021. On (B)(6) 2021, she presented with wrinkling, which required fat grafting on (B)(6) 2021. Adverse event: wrinkling/asymmetry, (left side, implant serial number: (B)(6). Date of implant: (B)(6) 2021). On (B)(6) 2021, she presented with wrinkling/asymmetry, which required fat grafting on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware of the following, and corresponding fields have been updated on this form. Patient demographics were updated under section a. Mentor also became aware that patient underwent replacement procedure on april 2, 2021 with catalog number 3341402; serial number (B)(6), on the right side and catalog number 3341452; serial number (B)(6), on the left side. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 20, 2021, mentor became aware that the patient experienced bilateral wound infection. This supplemental medwatch report is for the patient¿s right-sided device. Left side issue is being reported separately. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right wound infection. (B)(4).

Event description:
This event is associated with the mnt-men-15-003 glow study clinical trial, participant 326-050. It was reported that a female patient underwent revision breast reconstruction surgery with 620cc mentor memoryshape breast implant on (B)(6) 2021 and experienced wound infection on her right side postoperatively. As a result, the device was explanted on (B)(6) 2021.